Manufacturer narrative:
(B)(4).

Event description:
The patient had a resolute integrity drug-eluting stent implanted. Approximately 2.5 months post procedure the patient began itching inside and out. Patient is currently seeing an allergist therfore it cannot yet be confirmed if they are alergic to nickel. Patient cannot have a patch test at this time due to taking steroids. Patient is now almost 5 months post procedure and is still itching. Patient was taking prilosec, plavix, lisinopril, metformin but is off all their medications except for antihistamines and steroids for the last 2 weeks with very little relief.